Event description:
It was reported the lead is exhibiting low r-waves. The physician is considering a lead revision; however, at this time, the lead remains in use. No patient complications were reported as a result of this event. (B)(6) 2012: it was further reported that an alert triggered and high impedance was noted. The lead was explanted and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): this event involves a legal case in progress or potential litigation thus analysis could not be performed.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The sprint fidelis lead model is included in a field advisory.

Event description:
It was reported the lead is exhibiting low r-waves. The physician is considering a lead revision; however, at this time, the lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information indicated that the patient is part of a lawsuit alleging that the lead is inherently defective and that the patient may have suffered damages and losses including, but not limited to: emotional distress, including mental distress, anger, depression and anxiety. It was further reported that the right ventricular (rv) lead had an impending fracture.